Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor, causing the service code 204. The cause for the failure was isolated to a trunk cable pulled from the strain relief, which damaged the j702 trunk cable connector on the distribution node pca board. The root cause for the strained cable could not be positively identified but was likely excessive force. No adverse event resulted from the strained cable. The patient received a replacement electrode belt.

Event description:
The sister of a (B)(6) male patient called zoll customer support to report that the patient was receiving a service code 204. The patient was issued a replacement electrode belt.